Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 220 mg/dl after a recent meal while using the ilet system, and completed a full supply change with guidance to allow 1 to 2 hours for correction. Symptoms included elevated blood glucose. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included customer counseling and troubleshooting education. Investigation of this case revealed no device malfunction or component failure and no device alarms, with postprandial hyperglycemia considered a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.